Event description:
It was reported that the drill is running hot. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. The user facility was not able to provide any further information regarding the reported event. It was noted during service that the handpiece is running for approximately 3 seconds after the trigger was released.

Manufacturer narrative:
The device has been repaired and will be returned to the customer.